Event description:
Lia alert for rv lead noise/over sensing. Rep present and making programming changes. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).